Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 6 of 14 events that occurred at this user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This is 6 of 14 events that occurred at this user facility identified. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No electrical anomalies were found. The visual anomalies noted would not have caused the reported behavior. The battery release, release spring, battery drawer, and battery flex were contaminated. The battery contacts were compressed and contaminated, the lead flex cover corroded, lower case broke, and upper case dented, causing the keyboard to lift off the upper case.

Manufacturer narrative:
This is 6 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.